Event description:
Two months after PICC insertion, the patient was discharged. In the morning of the (B)(6) the patient woke up and found the catheter had disappeared. She came to the hospital and found that the fractured catheter had migrated into the body. The patient needed additional interventional operation to withdraw the catheter.

Manufacturer narrative:
Results of device evaluation will be filed in a supplemental report once the sample is received.